Event description:
Detachment of device or component. It was reported that a spray tip became detached from the applicator during a total knee replacement surgery. The spray tip was detected during a standard post-operative x-ray and was surgically removed. There were no adverse events associated with the event.